Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the experience occlusion alarm event on (B)(6) 2026. The blockage was at the site. This led to high blood glucose level and treated with correction bolus via pump.